Manufacturer narrative:
(B)(4). The device was not received for analysis. Review of the manufacturing records determined that the devices in this batch met all applicable specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 16 x 3.00mm rebel stent, the stent came off the stylet while getting ready to take it out of the hoop. The device never went into the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient is fine.